Event description:
It was initially reported to philips healthcare that the heartstart xl+ failed to charge the battery. There was no patient involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.